Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot: al9476 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm event/procedure date, received date and alert date for this complaint.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the tip of suture needle broke off when surgeon reloading it. The tip of needle was found on the mayo stand and was recovered. The needle was not in the patient. There were no adverse patient consequences reported. Additional information has been requested.